Event description:
It was reported that an inappropriate shock was seen involving this subcutaneous implantable cardioverter defibrillator (s-ICD) . The episode was transmitted via remote monitoring and upon review an alert was triggered due to high shock impedance measurements and shock delivery. The inappropriate shock occurred due to oversensing and double counting. The device was interrogated at the hospital and the shock impedance values during pocket manipulations were out of range and noisy signals were seen. X-rays were performed and needed to be reviewed. A review of the x-rays were not clear to rule out a device and electrode connection issue, and the shock values were increasing gradually. Additionally it was noted that the shock impedance measurement were out of range during in clinic interrogation. The physician planned to organize an electrode replacement. Additional information noted that a revision took place the electrode was externalized with the insulation torn. Manipulation suggested some mobility of the device, but no rotation of the device was seen. No arc marks were seen with on the device case upon explant. The device was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
This device was explanted and will be returned. Upon return and analysis completion this investigation will be updated.

Event description:
It was reported that an inappropriate shock was seen involving this subcutaneous implantable cardioverter defibrillator (s-ICD) . The episode was transmitted via remote monitoring and upon review an alert was triggered due to high shock impedance measurements and shock delivery. The inappropriate shock occurred due to oversensing and double counting. The device was interrogated at the hospital and the shock impedance values during pocket manipulations were out of range and noisy signals were seen. X-rays were performed and needed to be reviewed. A review of the x-rays were not clear to rule out a device and electrode connection issue, and the shock values were increasing gradually. Additionally it was noted that the shock impedance measurement were out of range during in clinic interrogation. The physician planned to organize an electrode replacement. Additional information noted that a revision took place the electrode was externalized with the insulation torn. Manipulation suggested some mobility of the device, but no rotation of the device was seen. No arc marks were seen with on the device case upon explant. The system will be returned for analysis. No additional adverse patient effects were reported.